Manufacturer narrative:
The investigation into the right ventricle perforation has concluded since the original report was filed. Product was returned for analysis. The root cause was determined to be user related. The pump was over delivered into the ventricle causing the cannula to kink and allow for the more rigid length of the rp pump to puncture the wall of the ventricle. Additionally, as the ventricle volume was lacking this allowed for additional resistance on the rp pump. The user additionally lost fluoroscopic sight of the pump when delivering. The failure mode will be monitored and trended. The IFU notes the following: ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Manufacturer narrative:
The medical center has returned the impella pump product for investigation and benchtop analysis. The analysis is on-going at this time. Upon completion of the investigation, a final report will be forthcoming.

Event description:
The medical center was placing an rp flex for support of a patient on bypass post valve replacement surgery for the mitral and tricuspid valves. Positioning was complicated and the rp flex coming back across the pulmonic valve into the right ventricle (rv). The pump positioning may have contributed to the perforation of the rv. The pump was seen to be protruding through the ventricular tissue. The rv was repaired, pump positioned, and the patient survived the event.